Manufacturer narrative:
Additional manufacturer narrative: the cause of the event remains indeterminable. Attempts to retrieve additional information were unsuccessful. There is no investigational evidence the valve prematurely failed/malfunctioned. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
There is no investigational evidence the surgical valve prematurely failed/ malfunctioned.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 12mm conduit implanted in the pulmonary position was explanted after an implant duration of 10 years, seven (7) months, due to unknown reasons. The explanted device was replaced with a 25mm conduit. Patient was discharged.